Manufacturer narrative:
H3,6) the software investigation found that the reported event was related to a software issue. This issue has been documented in the software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to site and performed a system checkout. Hardware parts were replaced and the system passed checkout. The solid state drive (ssd, product ID: 9735999) was returned to medtronic and analyzed. It was found that when logging into navigation, the screen went black and then looped back to the log-in screen after a minute. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9735999, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during planned maintenance (pm). It was reported that after installing tools 30, 1.05, and 1.2 software on the system, the system would boot up to the grub menu. Technical services walked through the ubuntu options and were able to get back the login screen, however the medtronic representative was unable to get into any of the software on the system. They were able to get into admin, but the time kept changing back to mountain time. 3 reboots were conducted to get the system into the applications, but they were unsuccessful. Additional information received stated that issue may have been caused by a corrupt file from patient's images that was being deleted during the pm. There was no patient involved in this event.